Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was also unable to be completed due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: d10. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the surestep foley catheters did not drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the surestep foley catheters did not drain.